Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2011 under manufacturing report number 6000094000-2011-01791; however, the incorrect suspect medical device was reflected and as a result, the report required redaction (which was completed on (B)(4) 2012). Accordingly, this report should be regarded for this reportable complaint.

Event description:
The patient reported that the implant of the leads had to be redone. The leads were not properly placed and a lung was punctured. This resulted in six weeks of healing time with pain and discomfort to the patient. It was also reported that the patient developed an infection and the leads were replaced. No further patient complications have been reported as a result of this event.